Manufacturer narrative:
510k: this report is for an unknown trauma screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Code (B)(4) used to capture required surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the revision surgery for a displaced bolt on (B)(6) 2018, the screw was difficult to remove. The surgeon had to cut the screw in order to remove it. After that, it was washed away. The procedure was completed successfully. Patient status is unknown. This complaint is related to (B)(4). This report is for an unknown trauma screw. This is report 1 of 1 for (B)(4).